Manufacturer narrative:
Date of occurrence: (B)(6). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow past a clearlink drip chamber during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage testing was performed with no issues noted. Functional testing was also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.